Event description:
The customer stated that discrepant calcium results were generated for 1 patient while using the clinical chemistry calcium assay. The customer provided the following results (mmol/l): (B)(6) 2012: (B)(4) calcium 1.46/1.87, repeat 2.05. No adverse impact to patient management has been reported. No additional patient information was provided.

Manufacturer narrative:
The suspect medical device has been updated from the initial report from the clinical chemistry calcium assay to the architect c16000 system on (B)(4) 2012. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and abbott field service performing preventative maintenance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The abbott field service representative (fsr) was dispatched and performed preventive maintenance. The fsr indicated that while performing the preventive maintenance that the complete sample syringe was stiff. The fsr cleaned the complete sample syringe. The fsr indicates that the complete syringe was the likely cause of the discrepant calcium results and that after cleaning the complete sample syringe that the issue is resolved. Based on the available information no malfunction and no deficiency, of the architect c16000 system ln 03l77-01 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.